Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported the mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1. After clip deployment, the clip angle was observed to have slightly turned. The clip arms were not perpendicular to the line of coaptation. On (B)(6) 2021, prior to discharging the patient, echocardiogram was performed showing mr increased to 3-4. On (B)(6) 2021, the clip was confirmed to still be on both leaflets, however a leaflet tear was confirmed, and mr worsened to 4+. An additional mitraclip procedure was performed on (B)(6) 2021. One ntw clip was implanted, reducing mr to 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of tissue damage and mitral regurgitation (mr) are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on available information, the reported migration (partial clip movement) appears to be due to procedural conditions. A cause for the reported leaflet tear could not be determined. The reported recurrent mr is a cascading event of the leaflet tear. The unexpected medical intervention (additional mitraclip, same procedure) and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.